Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter.

Event description:
Information was reported by the healthcare professional (hcp) regarding a patient receiving morphine via an implanted pump. The indication for use was non-malignant pain and degenerative disc disease. The hcp reported that the patient had an MRI on (B)(6) 2016 due to patient's back pain from an injury that occurred in 2006. It was noted that they were also checking the patient's catheter for a granuloma

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.